Event description:
Reportedly the device was being used to treat both the circumflex and left anterior descending arteries described as heavily calcified. During prep of the device for use in the patient a fifth time, the hub broke off; however, there were no patient effects. A clinically significant delay in the procedure due to the separation was not reported. Another balloon catheter was used to continue on with the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to hub damage/separations include, but are not limited to, manufacturing, cracks, obstructions, damage to the indeflator, or kinks in the hypotube. Return of the rx trek may have aided in the investigation and determination of cause. It is possible the shaft was inadvertently handled during the procedure resulting in a kink at the strain relief tubing. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling can cause a separation. It was reported the catheter was used several times; therefore it is likely that the hub was inadvertently handled throughout the procedure resulting in the separation. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. In this case, without the product to examine, a conclusive cause for the hub separation could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.